Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt is feeling a burning sensation at the ipg site when stimulation is turned on, and subsides when turned off. F/u revealed the pt is scheduled for an appointment with his physician.